Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. The device was receive in good condition with no physical damage. Powered on the device and no recirculating water. The root cause of the reported issue was found to be blue wire connector were loose. Actions were taken to mitigate the reported issue: tighten the blue wire firmly, power on the device, and water recirculation.

Event description:
Issue occurred during educator using device for teaching. There was no patient involvement or injury.

Event description:
It was reported during a teaching demonstration the device powered off without user pressing the power button. No patient involved.